Event description:
A complaint was received form the customer that reported before and after changing batteries some of the segments were missing in the display. While on the phone a review of the system was conducted. It was learned that the meter fluctuates in what portion of the segments may be missing. It appears that the "hundreds and units" digits are the only ones affected. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.